Event description:
The defibrillator was returned for repair with the complaint that it would not hold a charge. No pt harm was reported. Extensive testing of the unit was unable to confirm the problem. For a total of 100 shocks, the unit charged normally and delivered the correct amount of energy. The event is not occuring more frequently or with greater severity than is usual for the device.